Manufacturer narrative:
Ref e-complaint-(B)(4). Investigation x-inspect returned samples. Analysis and findings. Distribution history the complaint product was purchased from a supplier who coated the instrument in september 2018. The product was packaged under work order (B)(4) and sold to this customer on (B)(6) 2019. Manufacturing record review a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review iqc record- (B)(4) was reviewed for supplier lot number 1807232 and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review a review of the attached 2-year complaint history showed one other similar reported complaint condition. However, this complaint condition was attributed to a worn instrument. Product receipt the complaint product was returned on 9/25/19. The lot number of the returned product matched the lot number reported. Visual evaluation visual examination of the complaint unit revealed no physical damage. Functional evaluation a hi-pot electrical test was performed per sop-gynce-002 and the returned product was found to be acceptable. Root cause the returned product tested to specification and was found to meet all visual and functional test specifications. The complaint condition could not be confirmed. Correction and/or corrective action corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Was the complaint confirmed? No. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Per telephone report- device failed coded insulated instrument testing. Reference-complaint-(B)(4).

Manufacturer narrative:
The complaint condition reported is currently under investigation. A follow - up report will be filed once the investigation has been completed and the findings are available. (B)(4).

Event description:
Per telephone report- device failed coded insulated instrument testing. (B)(4).